Event description:
Additional information received reported that the ¿right most leads¿ were replaced due to high impedances while the ins was replaced due to upcoming end of life (eol). The patient was recovering well post-operatively.

Event description:
It was reported that impedance testing was done and there was high impedance issues. There was high impedance of >10k on electrodes 0-7. The cause was not known. No actions were taken, but the patient was considering a lead revision and/or implantable neurostimulator (ins) replacement in the next year or so. The patient had not decided if it was necessary as she was still getting pretty good therapy. The coverage, therapy, and stimulation were adequate at this time. No patient symptoms reported. The patient was alive with no injury at this time. No further follow-up was planned. The patient was going to notify the manufacturing representative when a revision would be scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).